Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/3/2014 with the following findings: display screen has a pinkish contrast. Battery compartment is cracked from cover up to bumper pad. Returned battery cap and returned cartridge cap are able to attach to the pump and were used to complete testing. Unable to verify a time/date reset to the default setting in the black box. A manual date change was observed from (B)(6) 2013 to (B)(6) 2014. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. Removed cover; a visible inspection confirmed the internal battery was leaking.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a pinkish display and a cracked battery compartment. This report is made based on the results of an investigation completed on 11-03/2014.